Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer did not address the elevated bg.